Event description:
It was reported that the patient experienced pain and swelling at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system and difficulty charging. Per examination, it was determined that the ipg was mobile in the pocket and appeared to be close to perpendicular to the skin, imaging was performed an confirmed the physician assessment. Blood work was performed due to a recent urinary tract infection, uti, which was again plosive for an infection and the patient was referred to the emergency department, ER, and was admitted. The patient underwent an ipg pocket revision procedure. Per the physician there were no signs of infection at the ipg pocket. No devices will be returned as they all remain implanted.